Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the coseal instructions for use (IFU) included in coseal kits sold in the us, coseal is indicated for use in vascular reconstructions to achieve adjunctive hemostasis by mechanically sealing areas of leakage. Coseal is not indicated to be used on lungs in the us. The approved indication for use is listed in the IFU. This was a misuse of the coseal product; the surgeon used it outside the indication for use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unspecified leak after undergoing a surgical procedure in which coseal was used ¿on the lungs¿. The cause of the leak was unknown as the surgeon reported ¿they tested for leaks prior to closing and found none¿. Subsequently, ¿the patient was taken back to surgery¿. It was reported the patient was in stable condition. No additional information is available.